Event description:
In response to additional questions asked by richard wolf gmbh, addition information was received from the sales rep: they are using a loaner unit which is using the same interface cable, same vacuum tube and footswitch. The loaner unit provides a strong quick burst of suction compared with the unit that is in for repair. The suction unit was in treatment mode, there aren't any "settings" to be changed. The shaver unit was set to 1500 oscillate. Bottom line, was the unit from denver health was not providing enough suction questions asked: germany has some additional questions regarding the suction pump sent in on ra 200412253, denver health & hospital authority. A quick response to the following questions would be much appreciated. Thanks! Need confirmation that the other devices within the system are working correctly. Need to know how the system was set up[?]specifically the location of the cable in relation to the generator. Need to know the settings of the generator. Confirmation on how the foot switch was ruled out as the source of the problem.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new information. Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
It was reported to richard wolf by the sales rep that "today at denver health we could not get suction working on the piranha unit, would only open briefly, come to find out the footswitch was defective still under warranty. The pinch valve would only open briefly then close without letting off the foot switch. Unit purchased in june, they have to bring the patient back next week there are no foot switches in loaner or t and e." Additional information: will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? No.

Manufacturer narrative:
Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
On march 18, (B)(6) received a piranha suction pump instead of the expected footswitch pedal. According to the sales rep, it's not the foot switch it just does not generate enough suction. I used another foot switch on it and it behaves exactly the same way."

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new information, and corrected information. New/updated information: the following fields have new information: b5, d9, d10 corrected information: the sales rep sent a device different than the one expected. The following fields have been corrected with the new device information:rwmic considers this MDR open. Should rw receive new information (device investigation results and/or information from user facility) a follow-up report will be submitted.

Manufacturer narrative:
Follow-up report #3 is to provide FDA with new information received from the user facility.. New information: the following fields have new information: section a (patient details), b1, b5, d8. Rwmic considers this MDR open. Should rw receive new information, a follow-up report will be submitted.

Event description:
Richard wolf received additional information from the user facility regarding this device malfunction/adverse event. According to the urology coordinator at denver health, when asked "did the patient remain hospitalized or released until the procedure could be completed?" Answer: came to ER before a subsequent procedure could be completed." The purpose of the procedure: treatment. What was the procedure: holep prostatectomy. Operator of the device: surgeon. The device had not been serviced/repaired by a third party.

Event description:
The purpose of this report is to (1) share additional information received from the user facility and (2) report the results of the device investigation (see manufacturer narrative (h10). In response to the question: can you please clarify, when the patient came to the ER was it directly related to the holep procedure being delayed? Did the patient receive the holep prostatectomy? The response from the user facility: "the patient came to the ER due to complications from not receiving the morcellation part of this holep procedure. This patient was unable to complete the morcellation to finish up his holep til a few days later."

Manufacturer narrative:
Follow-up report #4 is to provide FDA with new information: field b4 (information from user facility) and field h10 (results of the device investigation). Results of the device investigation from the manufacturer: "the suction pump 2202011 with the serial number (B)(6) was tested according to the work instruction aaw03-098-0630. No device problem was found during the endurance test. A foot switch was connected to the suction pump for testing. In the "suction mode", the valve opens shortly as defined. In the "piranha mode", the valve opens and stays open as long as the foot switch is activated by the user (staying with foot on the switch). Root cause of the issue can be a defective foot switch or incorrect operating of the foot switch." Test method: visual and functional probable root cause: no device problem found. Reported condition confirmed: no. Device meets specification: yes. Product disposition: other: device will be returned without any action, since no device problem was found. Rwmic considers this MDR closed. Rwmic will submit a follow up report if new information is received.